Event description:
Arterial line statlock stabilization device had a crack in it. Patient required an arterial line. Arterial line placed by providers. When attaching the statlock extension tubing, it was noted to be leaking. Tubing was removed and line was placed without statlock extension tubing. Tubing was saved after procedure and kit labels saved in patient room to allow for lot number examination. Unknown if this was a product in sterile pouch singular on its own or in a kit. Manufacturer response for statlock arterial device, (brand not provided) (per site reporter) [redacted name] e-mailed bard.